Event description:
It was reported that during testing at the manufacturer the repair technician found that the pneumatic hose of the maestro drill was oily and worn. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During device evaluation it was observed that the pneumatic hose of the maestro drill was oily and worn.